Event description:
The device was reportedly connected to a pt using quik-combo pacing/defibrillation/ECG electrodes. The device reportedly gave connect electrodes messages during pt use. Pt info, including the pt record and outcome was requested, but not released by the facility.